Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The returned sample was visually and functionally evaluated on a calibrated infiniti console. Inspection of the sample found no obvious defects that would have contributed to the reported event. A calibrated console was used to sample and the fluidics management system (fms) cassette primed and tuned with the ultrasonic handpiece successfully and could achieve maximum vacuum. No system message was generated, no fluid or air leaks, and no cracks were observed on the connectors that would have contributed to the reported event. The irrigation and aspiration flow rates were measured and found to be within specifications. Fluid flowed from the balanced salt solution (bss) bottle to the irrigation and aspiration manifolds and continuously to the cassette housing. No occlusion or obstruction was observed during inspection and functional testing. The root cause of the customer's complaint could not be established as the returned fms cassette was evaluated and met specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the aspiration failure occurred during ultrasound. The product was replaced and the procedure was completed. There was no patient harm.